Manufacturer narrative:
There was uncertainty with the size and extent of the reported injuries (i.e. Skin graft being required/done), upon initial investigation of the incident. However, it is confirmed there was medical intervention required to the user's finger. There is a flexible metal cover strip at the flexible joints of the spring arm. Side covers limit the exposure of this strip, when in place. The side covers were properly maintained, and either missing or not properly positioned that likely contributed to increase the risk of an incident. The user's finger is not intended to be inserted into the adjustment hole. When the light's suspension system was moved, then it is conceivable to enable exposure to this flexible metal strip. Adjustments to the spring arm are to be performed by trained maintenance personnel. The proper covers were serviced or replaced and the light's proper functionality was checked before returning the light system back to the user, for their use. The MFR's maintenance procedure requires periodically checking the condition of surgical light covers with their replacement if damaged. Pro-active maintenance is required when the covers are not present.